Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure while in recovery, the patient experienced a lot of pain on their right side. The patient was sent to the intensive care unit where they passed out. It was discovered that the patient had a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and 100cc of blood was removed from the patient. Three (3) days post procedure the patient was discharged from the hospital fully recovered from this event with no other complications reported to have occurred.

Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.